Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. The patient was treated with antibiotics. Additional information indicated that the patient had vegetation on the heart valve. There were no additional adverse patient effects reported. This rv lead was explanted.